Event description:
A female pt underwent a complex percutaneous coronary intervention (pci) in late 2008. The procedure was performed through a 6 french procedural sheath, however multiple sheath exchanges were made throughout the 3 hour procedure. Intra-procedural heparin and integrilin were administered; however, the pt's act level at the end of the procedure was not known. It was reported that the pt experienced back pain through out the procedure, to the point of raising her torso at one point during the pci. At the end of the pci, the patient was treated with a mynx vascular closure device for femoral artery hemostasis. The deployment was performed by an operator in training, reportedly per IFU. The deployment was successful in achieving immediate hemostasis, however, 4-5 minutes post deployment, the pt developed a large hematoma (size not reported). Manual compression was applied for 25 mins, followed by application of a femo-stop to treat the hematoma. In addition, the pt received a blood transfusion due to blood loss. It was reported that no CT scan was performed, to rule out the possibility of a retroperitoneal bleed. No further info has been reported.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform a lot history review. Based on the information provided and the investigation performed, the root cause of the reported incident is unk. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. A hematoma is a known complication with catheterization procedure, regardless of closure device use. It may also occur with manual compression.